Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was also received and analyzed. Battery depletion was indicated as time of recommended replacement time in save to disk was on (B)(6) 2012 device <(><<)>=2.6251 volt. The weekly battery voltage trend data show mininum battery was 2.626 to 2.612 volts between (B)(6) 2012. One low battery voltage alert occurred on (B)(6) 2012. Concomitant products: 4194 implantable pacing lead, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2008. (B)(4).